Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).

Event description:
It was reported by the company representative that caregiver slipped in oil, that was leaking from the concerto device. This happened when the caregiver was adjusting the height of the stretcher. The caregiver sustained a severe knee sprain.